Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycaemia and diabetic ketoacidosis (dka). The blood glucose value when admitted to hospital was 400mg/dl. The patient tested positive for ketone with ketone value of 3 mmol/dl. The patient got treated with intravenous drip.the length of hospitalization was greater than 24 hours. The patient also felt tired. No further information available.